Event description:
A malfunction alarm labeled as malf 12 was reported by the customer, but there was no adverse impact on the customer's blood glucose level. The technical support team provided the customer with instructions to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if the issue arose again, which the customer acknowledged and understood.